Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported their blood glucose (bg) level reached 18 mmol/l (324 mg/dl), while wearing the pod between 4 and 24 hours. The patient reported they were unsure if the cannula was properly inserted into the infusion site (arm). As treatment, a new pod was successfully applied. It should be noted the patient reported using a looping system with their dash, which is not recommended by insulet.